Event description:
The jetstream g3 sf was advanced to treat a moderately calcified lesion located in the mid to distal peroneal artery. The physician completed the case with the device and was removing the guidewire from the device. It was stated that there was some trouble removing the guidewire and felt that the guidewire was stuck. As the physician was then removing the guidewire with a moderate amount of force, the tip of the guidewire became dislodged in the distal portion of the peroneal artery and was left in a collateral branch. There was no decreased flow into the major vessels and attempts to cross the mid and distal portions of the peroneal artery with a snare wire, were not possible so it was decided to leave the tip of the guidewire in place. The pt has shown significant improvement of the circulation in the posterior tibial and peroneal artery with brisk flow into the foot.

Manufacturer narrative:
The pathway jetstream g3 sf catheter was discarded after the procedure and therefore not returned to pathway medical technologies for eval. The guidewire that was used in the procedure was returned and was evaluated and the cause of the guidewire tip becoming detached, it appears is due to the device advancing over the solder joint of the guidewire. As noted in the IFU a possible outcome of allowing the device to come in contact with the tip of the guidewire is detachment, "during treatment, do not allow the catheter tip to come in contact with, or run over, the spring tip portion of the guidewire. Contact may cause detachment of the guidewire tip."